Event description:
This was a reported left-sided laser extraction conducted in the o.r. To extract a total of 2 leads (pacesetter-sjm 1146t rv lead 196mths old; ra lead unknown) due to an acute pocket infection. The patient was prepped per hrs recommended standards with a cvs scrubbed into the case. The md prepped the rv lead with a lld-ez and began lasing with a 16f gl, encountering significant adhesions along the way. The md noted the two leads were bound together with adhesions via fluoroscopy. While the md was placing counter traction on the rv lead with the lld-ez, the ra lead popped free. The counter traction continued on the rv lead until the patient's abp suddenly dropped. The md noted no effusion or any other changes to indicate an injury on fluoroscopy. The md called for a stat tee which was located just outside the or. The cvs chose to convert to a full sternotomy rescue prior to confirmation via tee. Upon opening the patient, the cvs noted the traction placed on the lld-ez inverted the rv and caused a "von bezold-jarisch reflex." Upon releasing the traction on the lld-ez the patient's vital signs returned to normal. There were no injuries found, the rv was extracted, the patient was closed, stabilized and returned to an inpatient status for recovery.